Event description:
It was reported that intermittently, unspecified malfunction alarms occurred, requiring a reset to resume functioning. There was no reported adverse impact to the customer. The customer declined further troubleshooting with tandem technical support. No additional information was provided.